Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead was dislodged and subsequently explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interrogation it was noted that the left ventricular threshold was high. Diaphragmatic stimulation was also noted with vector lv1 to rv coil. Reprogramming was done and the stimulation was resolved. The lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.